Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)